Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device output and telemetry communication were normal. Device image analysis indicated elevated current drain during the implant duration due to increased duty cycle of the internal circuitry caused by the firmware resulting in the reported event. The reported event of failure to interrogate was not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found, a header bonding anomaly in the attachment area, though there were no signs of a hermeticity breach. The device was cut open to enable further testing and battery was found depleted with signs of rapid depletion, consistent with the firmware issue. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the device had not communicated with the home transmitter since (B)(6) 2021. Upon interrogation in the clinic, it was observed that the pacemaker exhibited a radio frequency communication issue and premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.